Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the the cusa clarity 23khz cem nosecone (c7523 was used in a laparoscopic hepatectomy procedure, and 30 minutes after liver section started, the device turned on even though the button on the cem nosecone was not pressed. The patient¿s skin got burned approximately 1cm in diameter, since the device was placed right under a port. The surgeon stopped using the device and the procedure was completed using a standard nosecone. According to further investigation, one of the connector pins was missing and the missing pin was not returned. According to the sales rep, the pin was removed at the hospital. The generator that was used with the product was zeruk / mera.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 23khz cem nosecone (c7523) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - - the investigation of the unit confirmed the complaint: the device failed the open and closed switch conductivity test. Destructive testing was completed and found no evidence of leak path or ingress found. Root cause - the root cause is confirmed as a failed closed switch. As a result, the device has been scrapped. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.